Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump was not working properly subsequently, the customer's blood glucose elevated. Additionally, the customer was in a car accident due to blood glucose. Further information regarding the event could not be obtained.